Event description:
It was reported that the atrial lead exhibited loss of sensing and capture. The device was programmed to vvi pacing mode and the lead remained implanted. The patients condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.